Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was placed at l3 secondary to deep vein thrombosis on anticoagulation with new pulmonary embolism. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2010); (manufacturing date: 10/2007). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that there was perforation of the ivc wall by the filter struts, abutting the l4 vertebral body and right psoas muscle. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and four months post filter deployment, computed tomography (CT) revealed the inferior vena cava filter was at superior l3 to mid l4 position. Also, it demonstrated the grade 3 perforation where left strut abutted the aorta, posterior struts abutted the superior l4 vertebral body and the right posterior strut abutted right psoas muscle. Eventually three years and five months later, the patient presented with lower abdominal pain. Subsequent computed tomography (CT) revealed the inferior vena cava filter was unchanged in position, with its apex at the l2-l3 disc level. Several tines have penetrated the inferior vena cava, one of which left laterally was in contact with the right lateral wall of the abdominal aorta, unchanged. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 10/2010); g4, h4 (manufacturing date: 10/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that there was perforation of the ivc wall by the filter struts, abutting the l4 vertebral body and right psoas muscle. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.